Event description:
The customer reported, that when taking the set out of the packaging, she has noticed that there is not a secure connection between the male hub and the female tubing. No samples were saved. Product code 9651; lot is unknown.